Event description:
It was reported that the device was in use with patient for life-sustaining infusion (drug name not provided). The reporter stated the device gave an alarm with no message displayed on the screen. The patient reported they switched to the backup infusion pump with no interruption of therapy. No adverse effects to patient reported.